Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was replaced and the generator and filament were calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system would intermittently display overload faults and shut down. There was no patient injury or death reported.